Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025 , the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. A 16fr gore® dryseal flex introducer sheath was inserted from the right side and the gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) was implanted. After all devices were implanted, an angiography revealed a right external iliac artery dissection. A bare metal stent was implanted to treat the dissection. The patient tolerated the procedure. The physician stated that the dissection might have occurred when the sheath was inserted or removed but there was no resistance during the insertion. Reportedly, the diameter of the right external iliac artery around the dissection site was 5.5 ¿ 5.9 mm.

Manufacturer narrative:
Emdr section h6, codes are updated to reflect results of investigation. C21 is updated to c19. D16 is updated to d12 and d1102. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in the CT image or angiography obtained by pre-operation/operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath. [If vessel size is smaller than the introducer sheath outer diameter or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And bleeding.

Manufacturer narrative:
Updated a2, a4, b5, b7.

Event description:
On (B)(6) 2025, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis. A 16fr gore® dryseal flex introducer sheath was inserted from the right side and the gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) was implanted. After all devices were implanted, an angiography revealed a right external iliac artery dissection. A bare metal stent was implanted and post poba was performed to treat the dissection. The patient tolerated the procedure. The physician stated that the dissection might have occurred when the sheath was inserted or removed but there was no resistance during the insertion. Reportedly, the diameter of the right external iliac artery around the dissection site was 5.5 to 5.9 mm.